Event description:
A customer reported an issue with their freestyle meter, upon receiving an error message. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's meter was returned for investigation and was confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.